Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the roller clamp on a clearlink buretrol solution set failed causing the patient to receive additional fluid. The roller clamp was located between the IV (intravenous) bag and the burette chamber. The clearlink buretrol solution set was being used to deliver an unknown medication to a patient with a central line (no further detail). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Event date (B)(6)2018 (previously omitted on initial). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.